Manufacturer narrative:
Analysis was unable to confirm the customer comment that the device stopped during operation, however the main printed circuit board was replaced as a preventive measure. It was additionally noted that the upper case was dented, the lower case was broken, one case screw was missing and an incorrect screw was used, the battery contacts were compressed and the ring was bent. All found defective parts were replaced, the device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported the epg (external pulse generator) stopped during operation. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the product had been returned to service.